Manufacturer narrative:
A correlation between the device and the reported events could not be conclusively determined through this evaluation. It was reported the device was functioning as intended and would not be returned. Infection and death are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previously reported outflow graft thrombosis was reported under medwatch MFR report # 2916596-2017-02068. Approximate age of device ¿ 2 years and 10 months. The event occurred at (B)(6) center of (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was previously reported that the patient had outflow graft thrombus on (B)(6) 2017. The patient was re-admitted to the hospital on (B)(6) 2017 due to pulseless electrical activity (pea) collapse requiring resuscitation and intubation, attributed to known lvad pump outflow graft thrombosis, and complicated by embolic strokes with hemorrhagic conversion resulting in discontinuation of both antiplatelet and anticoagulation. The patient subsequently developed persistent (B)(6). A transthoracic echocardiogram was unable to rule out vegetation. The patient was transferred to hospice on palliative care on (B)(6) 2018. The patient expired on (B)(6) 2018 from septicemia due to lvad related endocarditis. It was reported that the pump was functioning as intended. No additional information was provided.